Manufacturer narrative:
A product investigation was completed: our investigation shows that the product in question is broken between the screw head and the threaded shaft. The threaded shaft is missing. Furthermore we found wear and tear and striation signs on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition issue. We are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. Due to the damage and the wear and tear signs, it is likely that a mechanical overload situation during use lead to the complained issue. The microscopic view of the broken surface shows a homogenous surface which at indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. The device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Article / lot numbers for sterilized product: 414.836s / lot 3696374. Manufacturing location: (B)(4). Manufacturing date: 11february2011. Expiry date: 01february2021. Article / lot numbers for unsterilized product: 414.836 / lot 2690349. Manufacturing location: (B)(4). Manufacturing date: 19january2011. The complaint is not related to the sterility of the product but to screw breakage. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure, the screw head broke during tightening. As an immediate action the surgeon removed the screw from the body; all the broken off pieces were removed from the patient. The incident did not affect the patient. The surgery was prolonged about fifteen (15) minutes. This is report 1 of 1 for (B)(4).